Event description:
It was reported that intermittent occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions to resolve the occlusion. Ultimately, the customer was advised to replace necessary supplies and resume insulin therapy, successfully completing a bolus after following technical support's guidance.